Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports. Other mfg report no.: 3013886523-2022-00145. It was reported that a brand new cerelink basic kit was used with demonstration monitor. It worked for a few demonstrations but noticed that the monitor had slowly started to increase in icp to the 40¿s. The sensor was just sitting on the table, with no pressure on it at all. Then, it started to drop and go negative, until cable/sensor failure was noted. Everything was unplugged, waited over 20 minutes and when plugged back in the sensor, the cable/sensor failure again prompted. Next, they disconnected everything, plugged in the sensor and tried to zero it again. It gave the red light, stating they could not zero it.

Manufacturer narrative:
Cerelink icp monitor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective action has been opened to investigate the failure mode "out of range reading".

Event description:
N/a.